Event description:
It was reported that during an l.a.v.h. Procedure the tips broke off of both devices during use. It is unknown if the tips fell into the patient. The tips were retrieved. Unknown how the case was completed. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.